Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, while preparing for the procedure, the handle was manipulated to extend the basket. When extended, the basket was found to be collapsed and folded over. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; sidecar pushback.

Manufacturer narrative:
A visual examination of the returned device found that the guidewire lumen (sidecar) presented push-back. The basket returned in the closed position. Functionally, the basket extended and retracted without issue. When extended, the basket wires were found to be crossed as the basket had been inverted. The condition of the returned incident device was consistent with the complaint that the basket wires were crossed. Additionally, the evaluation found that the guidewire lumen (sidecar) presented pushback. During manufacturing, the devices are 100% inspected for device integrity so the sidecar pushback likely occurred due to user handling. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.